Event description:
Reference number (B)(4). Event took place in the united states it was reported that patient faced infusion set cannula crimped event on (B)(6) 2025. The event occurred three and more hours after insertion. The insertion site was abdomen. This issue led to an increase in blood glucose level which was treated with multiple daily injections (mdi). No further information was available.